Event description:
It was reported that during an embolization treatment procedure, the coil unraveled and was detached unintentionally. The patient was undergoing treatment for a traumatic splenic artery bleed. A non bsc 5fr c2 catheter was placed in the vessel. Utilizing continuous flush, an unspecified interlock detachable coil (idc) was successfully deployed. The 4.0mm x 15cm idc was then advanced through the catheter. Resistance was noted while attempting to position the coil, utilizing a scaffolding technique. The proximal end of the coil became unraveled and the coil detached. The distal portion of the coil was implanted in the splenic as intended; however, the unraveled proximal portion was extending out of the celiac to the aorta. The procedure was completed at this point and additional treatment is not planned at this time. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).